Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission revealed the pulse generator exhibited a capture anomaly. No intervention or patient symptoms were reported. The patient would be monitored.